Event description:
A discordant, falsely elevated troponin result was obtained on an advia centaur cp instrument. The sample was run in duplicate, and the results did not match. The discordant result was not reported to the physician(s). The sample was rerun in duplicate, and the results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, the fse did not find an instrument malfunction. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.